Event description:
During procedure to remove basal cells from pt's nose the cannula slipped from the nose for a period of time. The cannula was placed back in the pt's nose. A cautery was activated and an explosion occurred igniting the drapes and causing 1st degree neck and facial burns to the pt.